Manufacturer narrative:
Ni

Event description:
Report received indicated that pt is presenting with thrombosis. The filter was implanted and during the medical follow up it was found that pt is presenting with significant swelling of the right leg. It appears the thrombosis is developing from the right iliac vein to the right superficial vein. The pt has contraindication for anticoagulation and cannot receive thrombolytics. This product will not return for evaluation and testing. Additional information will be sent within 30 days upon receipt.